Event description:
It was reported that during a laparoscopic colon procedure, it shows error code 5. Patch was detached. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: no portion fell into the patient. The pad was released and cast away.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.